Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 13-dec-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00861 and 3008114965-2023-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31093247) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00861. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the device packaging of a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 8219111) was opened and the stent component was partially pushed out of the introducer sheath in order to inspect the device integrity, the stent component was reportedly impeded in the introducer sheath and could not be pushed out. The physician switched to a new stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7332345) and delivered it into the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31093247). The stent was impeded in the proximal section of the microcatheter and could not be further advanced. The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devise to complete the procedure. The procedure was prolonged by approximately 1 hour. There was no report of any negative patient impact. On 22-nov-2023, additional information was received. Per the information, the patient is a 74-year-old female. The target vessel of the procedure was the posterior communicating artery. When the stent from lot 7332345 was removed from the patient, it was still on the delivery wire. The stent / stent delivery system from lot 7332345 did not appear damaged. Nothing unusual was noted about the system prior to use. There were no visible kinks or other damages observed on the microcatheter. A continuous flush was maintained through the microcatheter. The replacement stent was another .5mm x 22mm enterprise® vascular reconstruction device (enc452212). The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed there was no negative patient impact. The physician did not consider the 1-hour procedure extension to be clinically significant. During the 1-hour extension, the physician switched to the replacement stent and delivered it into the microcatheter.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages were observed. Microscopic inspection was performed along the body of the prowler, and no damages were found. The device was flushed with a laboratory sample syringe. After that, a lab sample enterprise system was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the device were measured and confirmed to be within specifications. A review of manufacturing documentation associated with this lot (31093247) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The lab sample enterprise system was able to pass through the entire length of the microcatheter without significant resistance, even through the hub. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00861 and 3008114965-2023-00862. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.